Event description:
It was reported that during the implant procedure, the delivery catheter displaced when retracting the lead. The delivery catheter was replaced. No patient complications have been reported as a result of this event.